Event description:
It was reported that during an acl surgery, the universal modular electric/battery double trigger handpiece motor blocked while using an 8.5mm diameter tri-flute drill during reaming of the bone canal with intermediate density. Function of the handpiece was unable to be reset. It was reported that there was no patient harm or medical intervention involved and surgery was extended by five minutes.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.